Event description:
It was reported that the patient complained of palpitations. Review of holter monitor strips indicated loss of capture on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of palpitations. Review of holter monitor strips indicated loss of capture on the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event. Additional information was received from the clinic which confirmed that the patient's symptoms were unrelated to the performance of the lead.